Event description:
It was reported that the patient experienced a possible extension disconnection from the ipg. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the extensions were explanted and the ipg was repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.